Event description:
It was reported that an ilet bionic pancreas user experienced recurrent overnight and early-morning high blood glucose, with prolonged periods above 180 mg/dl despite insulin and meal announcements, while using a cd 23 infusion set; the caregiver denied observed site leakage or delivery alerts, and stress was noted as a potential contributing factor. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.